Manufacturer narrative:
The insulin pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the delivery accuracy test. No unexpected insulin flow blocked alarm noted during testing. No moisture damage inside of the reservoir tube, on the electronic assembly, motor, or force sensor noted during visual inspection. The insulin pump was received with scratched case, serial number label fading, pillowing keypad overlay, and minor scratched lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump alarmed for pump error detected due to the moisture damage. Customer states that leaking from bottom of reservoir possible o-rings leads to moisture damage by insulin. Customer states they are able to rewind the pump. Customer perform displacement test and pump alarmed pump error again. Self test was passed. Customer¿s blood glucose was 381mg/dl at time of incident. Customer advised to replace the pump and to revert to backup per hcp instructions. Insulin pump will be return for analysis.